Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the surgeon removed a simpliciti/perform anatomic construct due to patient having a post operation fall which meant having to change to a reverse shoulder construct. The implants were not defective.